Event description:
The pt's blood was not returned during hemodialysis, when the top right connection on the air trap of the blood tubing set came off, and caused blood to spray from this loose connection during rinseback. Since the event occurred during rinseback, blood loss was limited to the volume of blood that was still in the extracorporal blood circuit at the time of the incident.

Manufacturer narrative:
H6: method - actual device involved in incident was evaluated. Computer software performance tests conducted. Machine log file review. Results - computer software problem - error/design. Conclusion - software/firmware contributed to event.